Manufacturer narrative:
There was no donor involved in the incident. A photo was provided by customer, which did confirm burnt component. The motor control board has yet to be returned to haemonetics, without physical sample provided for evaluation the root cause could not be determined.

Event description:
On november 04, 2020, haemonetics was notified of a burnt motor control board on a pcs®2 plasma collection system.